Event description:
The customer contact reported device breakage; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified medication via a plum pump. After an unspecified length of time, it was reported that when the nurse clamped the tubing using the slide clamp of the tubing set, the slide clamp cut the tubing. An unspecified volume of solution leaked and bleed back was noted in the tubing. It was reported that the patient's husband clamped tubing set while the nurse disconnected the tubing set from the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.